Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 32-6732-087-01, liner elevated rim 32 mm i.d. O.d. Size g use with hgpii 56 mm o.d. Shell, lot# 60147972 . Item# 00-9026-033-35, fem hd 32mmdia mednk+, lot# 60147972. Item# unknown, unknown stem, lot# unknown. Item# unknown, unknown cement, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation,the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial total hip arthroplasty approximately 20 years ago. Patient underwent second revision approximately 20 years post initial implantation due to loosening of cup. Attempts were made to obtain additional information; however, none was available.